Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after a peripheral angioplasty procedure using an 8f sheath. Reportedly, it was noted that the needles did not fix correctly and the two wires [sutures] did not come out in step 3. A second and third prostyle device were attempted but the same thing happened. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Operational context/user error/ pqi: based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely a posterior needle to cuff miss occurred. The posterior needle likely struck the foot causing separation of the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.